Event description:
It was reported that the product smelled like it was burning.

Manufacturer narrative:
The product was returned for investigation. The reported failure was confirmed. The product was subjected to a shake test to determine if there were any loose components inside. There were none. The product was powered up, the display became active, and the correct software loaded. The product went into standby mode. The bulb ignited as specified. The power-up sequence was repeated multiple times. No failures occurred. It was noticed that during the power-up sequence, the product produced a burning smell. Functional testing was performed on the product and included the following: standby/run mode cycling; variability of light intensity; lightcable/scope disconnect; lightcable/jaw interaction; bulb access door cycling; front panel. All tests were successful. Measurements were taken on bulb voltage and lumen output. The measurement for bulb voltage exceeded its upper specification limit. The measurement for lumen output was within its specification. Further investigation revealed that the ballast was supplying high voltage and this in turn caused the burning odor. It was also noticed that the jaw was loose. In sum, the customer complaint was confirmed. The root cause of the reported failure was traced to a defective ballast. The failure mode will be monitored for future reoccurrence.